Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/29/2015 and found disconnected tubing at the fitting ft-13 of the bsv (blood sampling valve) that caused the leak. This tubing routes sample to the diff shear valve cvl85/126. The fse reattached the tubing and the instrument ran without leaks. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported an uncontained diluent leak of about 3 ml from a coulter lh 750 hematology analyzer while running controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.